Event description:
It was reported by a customer in the USA that, an 840 ventilator had a touch screen blocked. There was no patient involvement.

Manufacturer narrative:
Covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the graphic user interface (gui) touch frame printed circuit board (pcb). The unit passed all tests and calibrations, an it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).